Manufacturer narrative:
After replacing the blower assembly, the unit failed pm at the air flow accuracy test. The unit will need a follow-up to replace the gas delivery system (gds)/o2 sensor, but this will be put on hold as that part is on backorder. The repair for this unit cannot be conducted at this time due to the part(s) being on backorder. The material has already been requested and an order for the part(s) was placed to conduct the repair of this unit. The material ordered, gas delivery system, aligns with the recommended repair of the alleged malfunction per the service manual. When the parts become available the repairs will be conducted. If new information is received and suggests that the device has additional malfunctions, the record will be reopened, and an investigation will be performed.

Manufacturer narrative:
H10: the customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The rse advised to the customer that the air inlet filter should not be dirty, and the customer confirmed the filter was clean. A field service engineer (fse) then went onsite for further evaluation and repair. The fse replaced the blower assembly but then the unit failed the air flow accuracy test. It was determined that the gas delivery system (gds) required a replacement to resolve the issue. The fse replaced the gds and confirmed the issue was resolved. The fse replaced the gds to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. Although requested, the defective parts were not received at this time. A supplemental report will be submitted if the part is received and evaluated.

Manufacturer narrative:
H11: the customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The rse advised to the customer that the air inlet filter should not be dirty, and the customer confirmed the filter was clean. A field service engineer (fse) then went onsite for further evaluation and repair. The fse replaced the blower assembly and confirmed the reported issue had been resolved. The fse replaced the blower assembly to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. Although requested, the defective parts were not received at this time. A supplemental report will be submitted if the part is received and evaluated.

Event description:
Philips received a complaint from the customer indicating that the v60 is displaying a check vent blower temperature high error. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm reported to the patient or user. The device was removed from service when the fault was found. The customer contacted a remote service engineer to schedule an onsite visit to confirm and repair the reported problem. A field service engineer has been scheduled to visit the site. The investigation is ongoing.